Event description:
Saline breast implants 2003; capsular contracture; rheumatoid symptoms almost immediate. Treated with plaquenil (horrible side effects, such as vision decline and debilitating back pain). I refused biologics at the time was barely 40. Unexplained symptoms continued to worsen: waves of tingling, numbness and pain in both arms which MRI could not explain. Replaced with silicone in 2013. Subsequent hip replacement and knee replacement, symptoms still worsening. Heavy metal poisoning that chelation over a full year couldn't reduce sufficiently. Unexplained ferritin drop, treated with infusion. Mold poisoning despite no mold in home. Treated for psoriatic arthritis on dr's guess, biologics (cimzia, simponi) - no benefit at all. Now says its ra and wants to try talts. Scheduled for en-bloc explant (B)(6). Chiropractor, 10 yrs, no improvement. Dry needle, some relief. Pain continues to worsen, especially in hands, wrists, ankles, feet, toes; not necessarily equally bilaterally - right side much worse. Brain "fog", difficulty maintaining focus / train of thought / conversation. (Mis) diagnosed and treated (without success) with biologics for ra, psoriatic arthritis; two joint replacements, worsening symptoms make it difficult to function and perform day-to-day task.